Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/28/2015 with the following findings: the battery compartment was found to be cracked along the side. Unrelated to the battery compartment, the keypad was found to be torn. All of the keypad buttons were still responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 12/28/2015.